Event description:
It is reported that the pt was revised for pain.

Manufacturer narrative:
Eval summary: primary operative notes were provided and were unremarkable. Revision operative notes were provided which noted that the symptoms of pain were probably related to metallosis. The stem was removed with some difficulty and showed significant in growth. The neck was cold welded to the stem. The pt was (B)(6) at the time of revision with a bmi of (B)(6) pt factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and adherence to rehabilitation protocol are unk. There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.